Event description:
The patient was in process of a generator replacement referral due to a low generator battery. Device diagnostics were within normal limits at the time of the appointment with his referring neurologist. When the patient saw the surgeon for surgical consult on (B)(6) 2016, the patient's device reported high lead impedance. The patient said he did not have any accidents or falls during this time. However, his mother stated that he lives on his own and has fallen from seizures in the past, and probably could not know if he had fallen. The patient's full replacement surgery occurred on (B)(6) 2016. The lead impedance for the new generator and lead was within normal limits. The site reportedly disposed of the explanted devices. No additional pertinent information has been received to date.